Event description:
It was reported on (B)(6) 2022 that, the opened new tibia nail advanced set to demo to a customer and noticed impactor was coming apart-appears that a metal pin that holds spring mechanism on is coming apart. This complaint involves one (1) device.

Manufacturer narrative:
The exact date of event is unknown; event occurred sometime in 2022. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.